Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced nausea, shortness of breath and felt hot during an unknown process step. The patient was connected to the homechoice pro device at the time of the events. It was reported the patient was hospitalized for another indication. The nurse reported they ¿filled¿ the patient earlier in the day with a fill volume of 2000ml. Initial drain volume was 0ml. It was reported the patient completed fill 1 of 4 with a fill volume of 2500ml. The stop fill went to manual drain of 5794ml. The current uf was 5060 ml. The patient reported they felt better after draining. Renal therapy services (rts) assisted with changing the program and reduced the total volume of 9500 ml, fill volume of 1800 ml/4 cycles, last fill volume of 2000 ml, initial drain volume 1400 ml. There no medical intervention associated with this event. The device was operational, and a swap was not necessary. No additional information is available.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.